Event description:
It is reported by the pt's attorney that the pt underwent a right total hip replacement surgery in 2003. Post-op, pt experienced pain in late 2006. Revision date is unk.

Manufacturer narrative:
This report will be amended when out investigation is complete.